Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400, lot #625a, serial #(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 200,772 joules and 26 minutes of use, a ¿broken fiber - turns in his wheel¿ was observed. The fiber was exchanged. At 81,769 joules and 8:43 minutes of use, the second fiber ¿stopped operation of the fiber." The fiber was exchanged. At 93,571 joules and 2:49 minutes of use, the third fiber also ¿stopped operation of the fiber." The fiber was exchanged. The procedure was completed utilizing a fourth fiber. The first fiber tip (cap) was cleaned during the procedure. There was no injury to patient reported. This report is for the second fiber used.